Event description:
Pt's mother reported malfunction on pump and stated that she will drop off at local (B)(6). Unknown details of the malfunction. Unknown if the patient missed a dose or experienced an adverse event as a result of the defective product. The defective product is on hand for possible return to the manufacturer. No further information is known. Serial number: (B)(6). Unknown expiration date.